Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no damage in the construction of the device. There was a portion of a tube wrapped around the wire harness and portions of the packaging carton were cut off. In addition, the packaging pouch was not returned with the product. Electrically, resistance of each lead shall be between 1.7 and 3.7 ohms and the actual measurements were 3.2 ohms (blue), 3.3 ohms (blue with clear tubing), 3.4 ohms (red), and 3.3 ohms (red with clear tubing) which all electrodes were in specification. Functionally, for further analysis, the device was connected to a nim system, and the device passed the electrode check. Additionally, the device was submerged in a saline solution to perform a functional test and there was no erratic behavior in either channel. While performing the electrode check and functional test, there was no intermittent behavior while manipulating the shape of the device with a stylet. For additional analysis, a syringe was used to inject 20cc of air into the cuff balloon and there were no issues during inflation or deflation. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after intubation, no signal could be detected, nor could it be detected after adjusting the position of the endotracheal tube. The intubation position was repeatedly adjusted until the vagus nerve was exposed, and there was no signal in the detection. Threshold set to 100. There was return current. Patient¿s nerve integrity checked prior to closing the site and it was normal. The ¿stimulus delivery¿ tone heard when attempting to stimulate the nerve. No waveform displayed on the monitor when attempting to stimulate the nerve. Drug cisatracurium was given before operation, and there was no addition in the middle. It could be detected signal after the hospital changing the endotracheal tube. There was surgical delay of 30 minutes. There was no patient impact.